Event description:
The customer reported that the spectrum pump alarms for an upstream occlusion when there is no occlusion. This was found during routine testing. There was no pt injury. No further info was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.